Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable pulse generator (ipg) would atrial pace at a rate higher than the programmed lower rate. It was determined this was related to the pause suppression feature of the managed ventricular pacing algorithm. It was noted that the patient would feel anxious when their device paces. Follow-up was conducted and verified that no reprogramming has been completed at this time. The device remains in use. No patient complications have been reported as a result of this event.